Event description:
It was reported that the pressure guidewire was not picking up communication. There was no report of pt injury at the time of event. This is a signal communication failure and it's not typically a reportable problem unless a safety event occurred; the device was returned to the MFR for eval. During the examination of the device, it was observed that the distal part of the pressure sensor including the diaphragm was missing.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the MFR 22 calendar months after the date of event. The MFR performed the functional test of the returned device. During testing the wire was not recognized, the "attach wire to connector" message was displayed. This type of failure indicates a signal failure and it is due to an open electrical circuit. Visual inspection was performed and damage was observed with hypotube kinked at multiple locations; the radiopaque coil was wavy. Corrosion was noticed inside the sensor housing and the distal part of the pressure sensor including diaphragm was missing. The pressure sensor and the diaphragm is fabricated (B)(4) and is not readily seen on x-ray equipment commonly used in the cardiac catheterization; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. In the event that a portion of the sensor/transducer diaphragm was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. It is highly unlikely the observed corrosion/damage occurred during use of the device in the pt but rather is a result of conditions encountered after clinical use and return shipping and handling of the device. It is more likely that the pressure sensor and the diaphragm became missing due to the corrosion; however it is not possible to determine exactly when it occurred. No pt adverse events were reported. This event is being reported as it is not possible to determine when the portion of the sensor/transducer including the diaphragm became missing. The IFU precaution indicates "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." No further action required.